Event description:
One actual sample was returned for evaluation for the condition of no flow, and was confirmed. No patient injury or medical intervention occurred. No additional information is available.

Manufacturer narrative:
The reported condition of no flow was confirmed. During visual inspection under a microscope showed that the needle shaft of both samples has what appears to be excessive adhesive present, most likely causing solution flow blockage. Should additional information become available, a follow up medwatch will be submitted. (B)(4).